Event description:
Consumer reported upon removal the string pulled the center part of the tampon out leaving the outer cover of the tampon pledget inside her vaginal cavity. She was able to manually remove the piece of pledget and did not seek medical attention. She did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.